Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the shock button was only not functional in sync mode. Physio determined that the cause of the reported issue was due to a loose therapy connector cable. The cable was properly seated to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, they "only get a click and the error indicator becomes active". There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio also observed the device displayed "abnormal energy". Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, they "only get a click and the error indicator becomes active". There was no patient use associated with the reported event.